Event description:
The customer obtained unexpected, imprecise ammonia results on two different vitros liquid performance verifier (lpv) quality control fluids, and two different proficiency fluids. Multiple lower than expected result obtained from lpv ii and a single result from a single proficiency fluid met potential health and safety criteria when compared to the expected value. Lpv ii quality control result of 132.7, 110.8, 124.3, 95.9 umol/l vs. 168.8 umol/l. Amon proficiency fluid am-02 result of 102.0 umol/l vs. 137.2 umol/l. The unexpected, imprecise quality control and proficiency fluid results were obtained using two different vitros amon slide lots on a vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that unexpected, imprecise amon quality control and proficiency results were obtained while using the vitros 350 chemistry system, and multiple lower than expected results met potential health and safety criteria when compared to the expected values. The most likely assignable cause of this event is an instrument issue related to microslide incubator contamination. There was no evidence to suggest a malfunction of either vitros amon reagent lot involved. Following completion of maintenance actions that included microslide incubator cleaning and replacement of the incubator evaporation caps, acceptable vitros amon performance was observed.